Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a lot of drainage from their driveline exit site due to an infection that began (B)(6) 2025, as well as pain at the site, although they denied fever and chills. The patient was readmitted to the hospital for a driveline revision with a washout from skin to the abdominal wall. During the revision in the operating room, the surgeon noted that the infection had likely reached the pericardial space. The infected subcutaneous tissue on the abdominal wall was incised and debrided, which did not resolve the infection. The patient underwent a pump exchange on (B)(6) 2025, via thoracotomy. The original apical cuff and most of the original outflow graft remained implanted. The pump was explanted and disposed of. The new pump was connected to the existing apical cuff without issue and a graft-to-graft anastomosis was performed. The majority of the original bend relief was explanted and not replaced. It was unknown if the pump exchange resolved the infection, and post-exchange the patient was treated with 500 mg vancomycin every 12 hours, and 372 mg cresemba (isavuconazonium sulfate) every 24 hours. The patient had closure surgery on (B)(6) 2025.